Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, during the approach to the left inferior pulmonary vein (lipv), the physician indicated that the tip of the balloon catheter perforated the left atrium, resulting in hypotension and cardiac tamponade. Drainage was performed, with a large amount of blood removed. The case was aborted while the patient was not under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed three applications were performed with reported balloon catheter 2af284 lot number 16456 on the date of the event without any issues. In conclusion, clinical issues (cardiac tamponade, hypotension, perforation) occurred during the procedure. There is no indication that the performance of the reported balloon catheter contributed to the clinical issues. The reported balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.